Event description:
The customer observed error code 1006 (unable to process test, background read failure) generated from the architect i2000sr analyzer for about five specimens. The error codes were generated for the cea and hepatitis b surface antigen assays. The customer reported a similar issue in complaint, where the customer was advised to check for air bubbles in the tube line and leakage of the valves, but no problems were found. The reaction vessels (rv's) in use at the time of the error messages was lot 68553p100. The customer performed other troubleshooting procedures including an instrument flush and background test which passed specifications. A service call was initiated. The field service engineer check the log and observed "noise" in the values which generated the error messages. There was no error with more than 200 specimens processed, when the customer changed the rv's to lot 68007p100. The patient results were not reported out of the lab and there was no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
International customer reported that a pt presented with a surgical site wound dehiscence three days following an orthopedic procedure. The pt was returned and the site was sealed with a rubberized fabric. The pt is reported as "fine".